Event description:
It was reported that customer received excessive no delivery alarms. It was also reported that customer had high blood glucose of 446 mg/dl. After troubleshooting, it was found that cannula was bent. Reservoir would be replaced per customer's request. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.